Event description:
It was reported that during a percutaneous coronary intervention procedure a catheter became stuck on the guide wire. The target lesion was located in the left coronary artery. The 06/3.00 flextome monorail cutting balloon catheter was advanced over the non-bsc guide wire with "much difficulty" and did not reach the target lesion. When the physician attempted to remove the balloon catheter it was found to be trapped on the guide wire and both devices had to be removed together as a unit. The procedure was completed with a different wire and balloon. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the flextome monorail cutting balloon catheter was received for analysis. A visual examination identified solidified blood within the guidewire lumen. The catheter was returned advanced over a 0.014 inch guidewire. The catheter could not be advanced or withdrawn over the guidewire due to the solidified blood within the guidewire lumen. The device was soaked in warm water in an attempt to soften the solidified blood however this was not successful. A visual examination identified a kink at the guidewire port. A microscopic examination of the balloon observed no damage. All blades were present and fully bonded to the balloon surface. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a catheter became stuck on the guide wire. The target lesion was located in the left coronary artery. The 06/3.00 flextome monorail cutting balloon catheter was advanced over the non-bsc guide wire with "much difficulty" and did not reach the target lesion. When the physician attempted to remove the balloon catheter it was found to be trapped on the guide wire and both devices had to be removed together as a unit. The procedure was completed with a different wire and balloon. There were no patient complications reported and the patient's status is fine.